Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient's precision system was explanted due to infection. The patient's symptom was drainage at the pocket site. The patient was given oral and IV antibiotics. The patient is reportedly doing well following the procedure.